Event description:
It was reported that the insulin pump alarmed no delivery during manual prime and motor error. Troubleshooting was down. Customer's blood glucose was 23 mmol/l. Customer treated with bolus but got no delivery alarm. During troubleshooting, the insulin pump alarmed no delivery. Advised customer the insulin pump would be replaced. Advised discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).